Event description:
It was discovered that the override of new dicom sorting method may cause incorrect merge of scans on the instatrak 3500 system. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.